Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4). Device evaluation summary ¿ the sutureless catheter connector was returned for analysis. Analysis found ¿difficulty with sutureless connector led to explant.¿

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 330 mcg/day) via an implantable pump. The indication for use was head/brain injury and intractable spasticity. On (B)(6) 2015, it was reported that during the pump replacement procedure for eri (elective replacement indicator) when the surgeon attempted to remove the catheter the inner ring of the sutureless connector would not come off of the cap (catheter access port). When he tried to pull, the outer silicone of the connector pulled off the ring. Six centimeters of the sutureless connector was removed and replaced. Once the new connector was connected, the surgeon was able to easily aspirate csf (cerebrospinal fluid) through the cap. No patient symptoms were reported. The issue was resolved. The patient status was reported as ¿alive-no injury.¿